Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a cre balloon dilatation catheter was used during a dilatation procedure. According to the complainant, the dilatation procedure was completed with this device successfully. However, after the balloon was withdrawn through the scope, the black exit marker was noted to have detached in the working channel of the scope. It was confirmed that no pieces detached inside of the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre balloon dilatation catheter was used during a dilatation procedure. According to the complainant, the dilatation procedure was completed with this device successfully. However, after the balloon was withdrawn through the scope, the black exit marker was noted to have detached in the working channel of the scope. It was confirmed that no pieces detached inside of the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the device upn, catalog, and lot number. Therefore, the manufacture and expiration dates are unknown. The reported event of exit marker detached. The product has not been returned; therefore the reported event that the exit marker detached from the device could not be confirmed. However, this event can occur due to procedural encountered during the procedure which limit the performance of the device (e.g., excessive removal force through the endoscope). Therefore, the most probable root cause for this complaint is operational context. A review of the device history record could not be performed since the lot number was not provided in the complaint.